Manufacturer narrative:
(B)(4).

Event description:
The patient had an infection at the catheter. The physician disconnected the catheter and explanted it. The pump was "turned off" on (B)(6) 2011. The patient had no fever during the infection. The patient was hospitalized for 10 days. The physician was waiting 5-6 weeks for the patient to heal and intended on implanting a new catheter at that time. The patient has had a sharp pain over the pump since (B)(6) 2011. The patient had rsd (wide spread burning throughout his body). The physician was now considering explanting the pump and was checking to see if the pain over the pump was due to rsd. The patient was having a "blood panel again" on (B)(6) 2011. The device system was used to deliver baclofen 500 mcg/ml at 3.02 mcg/day. Additional information has been requested, a follow-up report will be sent if additional information becomes available.